Event description:
It was reported that pump had malfunction code and displayed a fault, but no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience repeat of malfunction, and was advised to continue using pump and call back if code recurred, which customer acknowledged and understood.